Event description:
The account alleged the brakes would not hold at the foot end of the stretcher. No patient impact.

Manufacturer narrative:
The technician installed a brake steer upgrade kit to resolve the issue.